Manufacturer narrative:
The complainant device has not yet been received by merge healthcare for evaluation and testing so a definitive root cause could not be determined. For this reason, conclusions code (conclusion not yet available-evaluation in progress) was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that problems were experienced with the link assembly during an active case in which a third-party device was used. The hemo monitor turned off on its own and displayed a windows recovery message about proper shutdown. Once a keyboard and mouse were connected, the hemo monitor blue screened and kept rebooting. Information obtained from the customer revealed that the medical staff removed the patient from active monitoring while under sedation and subsequently moved them to another lab. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that results in harm to the patient. However, the customer reported that the procedure was completed successfully once the patient was moved to another lab. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 08jul2016. During documentation review activities conducted by merge healthcare on 20may2018, it was found that the information provided in the initial b5 narrative was incorrect. The initial report states, "the hemo monitor turned off on its own and displayed a windows recovery message about proper shutdown. Once a keyboard and mouse were connected, the hemo monitor blue screened and kept rebooting." The correction should state that once a keyboard and mouse were connected to the hemo monitor, it was able to be properly shutdown and corrected the error message. Additional troubleshooting efforts were performed by the customer and it was reported to merge technical support that the customer swapped out the pdm (patient data module) with an on-hand spare. The spare was connected to the link assembly via the auxiliary cable and pressure ports/channels 1-3 worked correctly, however pressure port/channel 4 did not indicating an issue with the link assembly. Merge technical support shipped the customer a replacement link assembly on 08jun2016. The returned unit was received by merge healthcare on 13jul2016 for evaluation. The results showed that the customer's reported problem, p4 did not function correctly, could not be duplicated. The unit passed all testing and confirmed expected functionality. For this reason, conclusion code 71 (no failure detected, device operated within specification) was used. The potential impact to a patient has been reviewed and the risk level has been assessed as medium (non-serious injury). Device labeling, hemo-6373 v10 user manual, addresses the potential for such an occurrence in the faq section, question: why isn't the system showing any waveforms or numbers? Answer: check for the green light on the pdm and ensure the link is up. Check to see if any cables are disconnected." In addition, the general equipment care section states, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." No further actions are anticipated at this time due to the issue being readily apparent to the user, the non-serious injury assessment to a patient, and the reminder provided in the user manual to check all cabling. Revised information contained in this supplemental report includes the following: d10 - indication that device available for evaluation (date hardware received) 7/13/2016. H4 - included device manufacture date 3/20/2015. H6 - evaluation codes: methods code: 10 actual device evaluated. Results code: 213 no failure detected. Conclusions code: 71 no failure detected, device operated within specification. H10 - indication of additional manufacturer information and corrected data are contained in this follow-up report.